Manufacturer narrative:
The reported event was "the lead could not be smoothly screwed into the myocardium". As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. The helix could retract and extend by applying torque directly to the connector pin. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead could not be smoothly screwed into the myocardium despite several attempts. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.